Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 370 mg/dl while wearing the pod between and hours. The pod reportedly fell off the infusion site (unspecified), causing the cannula to dislodge.